Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. This report was related to a dreamstation bipap st30. The manufacturer received information from the patient alleging interstitial lung disease. Medical intervention was not specified. The manufacturer was made aware of this complaint through a representative of the customer. The dreamstation bipap st30 was returned to the third party service center for evaluation, and the customer¿s complaint was not confirmed. During the evaluation it was noted that the foam particles were not observed inside the assembly. Additionally, during the service of the device, scratched ui panel was found. In addition, the device was repaired. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.